Event description:
It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 5 and 24 hours on the arm. It was noted that the cannula was bent and possibly not inserted correctly into the infusion site. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. No bends or kinks were observed in the soft cannula. The length of soft cannula was observed to be within specification. No abnormalities were seen in the download data. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended.